Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. The customer provided six serial numbers. Since one system can only accept four modules, the customer was asked if another pcu was in use, however no response regarding another pcu was provided. Requested identification of suspect pump module however no response was provided.

Event description:
It was reported that the device shut down and received a disconnect message during an unspecified infusion. There were other modules attached, however no additional event details provided or patient impact. The facility biomed stated "received some devices with a statement "pump shut down and disconnected message while connecting to patient." The customer confirmed that there was no patient impact. Biomed stated : "that a latch was repaired, pm completed and devices were put back into circulation."